Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s catheters were explanted. It was noted that there was an unknown catheter issue. It was reported that the location of the catheter issue was unknown. It was noted that the actions required as a result of the event included explant, surgical intervention, replacement explained as patient was taken to operating room (or) and whole new catheter was implanted. It was reported that a dye study was performed. It was noted that the patient was hospitalized. It was reported that the patient¿s status at the time of report was unable to be obtained. It was noted that the patient had symptoms of increased spasticity and less than 50% therapy relief. It was reported that the location of the issue or symptom was an unknown location. It was noted that the pump was used to infuse gablofen.

Manufacturer narrative:
Product ID: 8780, lot# serial# (B)(4), product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter, serial number (B)(4), found catheter pin connector with dried drug, blood, or foreign material occlusion.

Event description:
Additional information received reported the dye study that had been performed on (B)(6) 2014 revealed catheter leakage and pump rotation. The catheter was replaced because of the leakage. It was noted the patient recovered without permanent impairment. An operative and discharge note were referenced however were not provided. Additional follow-up has been conducted to receive this information however it was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.